Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the pump was reset and the customer continued using pump for insulin therapy.